Event description:
Pt had the essure procedure in (B)(6) 2011. Her hsg report reflected questionable placement for both left and right tubes, a pt right fallopian tube and possible perforation. Incisional sterilization was recommended by radiologist (B)(6) md. Dr. (B)(6) sent the hsg to be reviewed at conceptus and on 09/11/2011 sent a response to the sales rep that the pt was having mild pain issues so she scheduled a laparoscopic tubal ligation for (B)(6) 2011. Dr. (B)(6) reported the surgery went well and her surgical findings revealed the right micro-insert had perforated and embedded itself into the bowel. She was able to easily cut the protruding device and leave the remaining coil embedded. She then performed a bilateral lap tubal. Physician informed us on (B)(6) 2011 the pt was doing fine post op.

Manufacturer narrative:
(B)(4).